Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra2 meter reading inaccurately high compared to his feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information. The patient reported that on (B) (6) 2010 at 10:00 am, he obtained an alleged high blood glucose result of "304 mg/dl" with the subject meter. The patient claimed that he tests his blood glucose 3x/day and manages his diabetes with an oral medication (6 pills of acarbose). Despite the alleged high reading, the patient stated he took his usual dose of medication and did not make any changes to his diet or activity level. Approximately 6 hours after obtaining the alleged inaccurate result, the patient reported that he began to feel shaky. At the onset of the symptom he tested his blood glucose and obtained a result of either "130 or 162 mg/dl". The patient claimed he tests with two different one touch ultra2 meters and did not recall which of the meters he tested with at the onset of symptoms. In response to the symptom, the patient stated he ate a few pieces of candy and shortly afterwards ate dinner. The patient confirmed that he felt better afterwards. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the reported products. Replacement items were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.